Event description:
The handheld and flashcard were returned to the manufacturer on (B)(4) 2013. An analysis was performed on the returned handheld. No anomalies associated with the main battery were identified during the analysis however during the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. An analysis on the returned flashcard revealed no anomalies. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's office was having an issue with their handheld device. It was indicated that the device screen would go blank after performing a hard reset; after pressing the button to clear all data it was start the reset process, but then go black. The device was plugged in and the hard reset was successful. It was confirmed that the handheld was charging; however when the handheld was unplugged the screen went blank again. When it was plugged back in, the handheld started back up at the screen to clear all data. She confirmed that the power light was showing red when plugged in. The physician said that this had been occurring since (B)(6) 2012 and the handheld has been left plugged in overnight multiple times, but was not the night prior to the report. A replacement handheld was sent to the physician however the handheld in question has yet to be returned to the manufacturer.